Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was reported that moisture ingress was evident behind the display lens and the user could not read the display screen safely. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/23/2014 with the following findings: inspection revealed that the display screen visual was dim and discolored: the reported display issue was duplicated. The reported display issue was directly caused by an unidentified display failure. The following device failures are unrelated to the reported display issue. Moisture was present behind the display lens due to a crack in the pump case between the upper right corner of the display lens and the case seal. The pump failed a leak test due to the pump case damage. The pump case was removed, and corrosion was found on the printed circuit board. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. Evaluation revealed that all of the keypad buttons were unresponsive; this device failure was caused by the internal moisture damage or the contamination. (B)(4).